Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with a longitudinally aligned split at the sheath tip. No obvious use residue was observed. While a split could be seen at the sheath tip of the sample in the returned photograph, no details of the damage could be discerned; therefore, the exact root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter tubing sheath crack. No further information was provided.